Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2008 and tvt-o was implanted. It was reported that following insertion the patient experienced vulvar itching. It was reported that patient concurrently underwent anterior and posterior colporrhapy, colposuspension with sacrospinous ligament fixation and cystoscopy.